Manufacturer narrative:
A ge service rep performed an onsite investigation. The camera assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported loss of live image during a procedure. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.